Event description:
We implemented these new electrosurgical units (esu) within the last month and experienced three problems with the devices: 1. When using the bipolar device, the staff plugged in the double pronged bipolar cord and noted that the connection receptacle and prongs would not stay connected (fit too loose). The surgical team had to discontinue the use of the esu device, and delay the surgery to locate an older esu unit for the procedure. Device: 2. During an ectopic pregnancy case, staff used a needle laparoscopic electrode which has a monopolar plug and a "dummy" return electrode monitor (rem) plug. The device would not work during this emergency surgery which caused a delay for the patient while the staff located another unit. We consulted with the vendor rep and he said they were aware of the problem because the newer esu model required "true rem capability" in order to work. We were not informed of this issue when we purchased and implemented theses devices.device: 3. On a third case, the plug for the bipolar bovie fit snug in the connection, but the unit only worked intermittently when the bipolar was activated.